Event description:
(B)(6) clinical study. Same patient as 2134265-2012-05299 and 2134265-2012-05178. It was reported that following a coronary artery stenting treatment procedure the patient experienced chest pain and required a re-intervention. The target lesion was located in the mid left anterior descending artery with 80 % stenosis and was 12 mm long with a reference vessel diameter of 3 mm. The physician treated the lesion with pre-dilatation and placement of a 3.00 x 20 mm taxus liberte stent, with 0 % residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented with complaints of chest pain associated with shortness of breath and cardiac catheterization was recommended. Coronary angiography revealed 70% stenosis distal to the previously placed study stent. The 70% stenosis in the mid left anterior descending artery was treated with placement of a 2.5 x 12 mm non bsc stent. The patient was discharged.

Event description:
It was further reported the patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).